Event description:
The physician attempted to deploy a resolute integrity 3.00 x 18 mm rx drug eluting stent. The device was inspected prior to use and no issues were noted. A negative prep was performed with no issues noted. A pre-dilatation was carried out. The target lesion was moderately calcified. There was a little vessel tortuosity. When advancing the device to the target lesion, resistance was encountered and excessive force was used. The device would not cross the lesion and when the device was removed it was reported to be deformed. No patient complications were reported. Evaluation summary: device evaluation: the stent was positioned between the marker bands as per specifications. The 5th distal stent segment was raised and deformed. The distal tip was damaged. Cine images evaluation: procedural images of the left coronary system show proximal lesions in the lcx and lad vessels. Significant calcification is evident in both vessels. Pre-dilations are performed in both vessels. A stent is deployed in the lcx vessel. Kissing balloon technique is then used to deploy a stent in the lad. There does not appear to be any images of the failed resolute integrity attempt.

Manufacturer narrative:
Evaluation results: failure to follow instructions (excessive force was used to advance the device). Inherent risk of procedure (failure to deliver stent and stent deformation). Patient's condition affected effectiveness of device (procedural images show calcification coupled with significant stenosis evident in both vessels). Deformation problem. Evaluation conclusions: failure to follow instructions (excessive force was used to advance the device). Known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition (procedural images show calcification coupled with significant stenosis evident in both vessels). (B)(4).